Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer's blood glucose reading was 10 mmol/l. Customer was used insulin pump system within 48 hours of reporting event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.